Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm and pump error 4 confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed the motor arm cannot communicate and hardware low level failure. The alarm hardware low level failure was reoccurred after self-test also. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.